Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, bioglue was used in a transbleph blow lift along with an upper lid bleph on a (B)(6) male patient in (B)(6) 2009. Since then the patient has presented with nodules in the area where bioglue was applied. First on the left side and now also on the right side above the brow. Both areas have been injected with kenalog on six different occasions and the patient has also been prescribed doxycycline in attempts to resolve the issue. The nodules are still present and the surgeon is considering surgical removal.